Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2019-16482 / device 7 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that wafers had off-centered starter holes. This was noted prior to use and the products were not used. No photo is available at this time.